Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:11-301304 lot number:088460 brand name: arcos. Catalog number: 11-300822 lot number:743990 brand name: arcos. Catalog number: 010001036 lot number:7017244 brand name: cocr head. Catalog number: 00877504002 lot number: 2980791 brand name: biolox delta head. Reported event was unable to be confirmed. Review of the device history record identified no deviations or anomalies during manufacturing. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to unknown reasons. Additional information on the reported event is unavailable.